Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) was surgically abandoned and replaced due to oversensing and pacing inhibition that did not lead to asystole. The right ventricular (rv) lead was also surgically abandoned and replaced due to high out of range shock impedance. This crt-d remains in service with the new leads. No additional adverse patient effects were reported.